Event description:
End user had called dealer and advised that she awoke in the early morning by a shock impulse feeling from the hand pendant and smelled smoke. Consumer called for help from roommate. Roommate allegedly extinguished fire from the motor area on the bed and placed bed in hallway.